Manufacturer narrative:
Based on the claim against the product by the customer noting a universal surgical manipulator (usm) issue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started the system in normal mode and usm 3 did in fact not allow a recovery and was required to be disabled due to a 23094 error. A new usm was installed, programmed, calibrated, and verified. Error logs are now clear of errors and system starts up as intended. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that the system was faulting while trying to dock. The customer reported that the recoverable fault immediately returns after trying to recover. Prior to calling in, the customer rebooted the system with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed logs and noted error 23094 on the universal surgical manipulator (usm) 3. The tse had the customer perform a hard reboot with no change. The customer disabled usm 3 and were continuing with 3 arms. The procedure was completing as planned with no reported injury. Isi followed up with the site and obtained the following additional information: the system functionality was checked upon powering up and it did not power on without errors. Troubleshooting did not fix the issue and the fault arm was replaced. The procedure was robotically completed with three arms instead of four and the surgeon disabled the arm.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error faults 23094. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 23094. The usm was tested on a pftp where chipencoder virtual absolute (cva) characterization on the insertion. The complaint regarding an error fault was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.